Manufacturer narrative:
(B)(4). Date sent 10/22/2024 d4 batch #645c28 corrected data d4: UDI# investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cdh25p device arrived with no apparent damage with a battery inserted. The battery was returned drained with no apparent damage. The breakaway washer was present, cut and the device was fully loaded with staples, indicating that the device had not been fired. However, when the test battery was installed the green checkmark illuminated indicating that the device was not reset. Due to staples present on the device is possible that the returned anvil does not belong to the returned device since anvils are interchangeable with the same product. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the cam was rotated so that it was touching the stop switch actuator this defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 645c28, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/8/2024. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested and the following was received: 1. Please provide more details of device malfunction? The device could not be used. 2. Was the battery plugged in fully with the backlight lit? All information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted. 3. Was the device in range? All information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted. 4. Was the safety disengaged? All information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted. 5. Did the device staple? No. 6. Did the device have staple line issues? No. 7. Malforms, missing staples, no staples etc.? No. 8. Was the breakaway washer completely cut? No. 9. Were there two complete tissue donuts? No. 10. Did the device cut the tissue? No. 11. Was it a partial cut? No. If so what was cut partially, washer or tissue? N/a. 12. If yes/no, was there any issue with the cut. No. 13. Was the device locked on tissue with the anvil closed? All information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted. 14. If yes, what steps were taken to open the anvil. All information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted. 15. If the anvil could not be opened, how was the device removed. N/a. 16. "Did the surgeon turn the rotation knob full revolutions as stated in the IFU? All information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted. 17. Did the washer break completely? No. 18. Was there audible and tactile feedback from the washer break? No. 19. Was the firing stroke interrupted prior to full washer break? No. 20. Was the device difficult to close? No. 21. Was there adjusting knob issues? No. 22. Did the anvil detach? Yes. 23. Did indicator come into orange range? All information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted. 24. Were there excessive tissue between the anvil and the deck? All information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted. 25. Did the surgeon wait the 15 seconds to fire the device? All information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted. 26. Could you please clarify if there were any patient consequences? All information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted. 27. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? All information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during surgery, the device did not work after attaching the anvil. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.